Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system from this patient exhibited noisy signals oversensing in the primary and alternate vectors. The noisy signals were noted at rest position. The technical services (ts) indicated that if no noise were reproducible, the affected system component cannot accurately be identified, and both components need to be revised. If noise can be reproduced by moving this electrode, the recommendation was to revise just this electrode. Furthermore, additional information was received which indicated that, a revision procedure was planned and executed. This electrode was found to be bent, and after straightening this electrode and reinserting it into the s-ICD, there was appropriate sensing on all three vectors. The physician decided to replace this electrode and the s-ICD. No additional adverse patient effects were reported.